Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer encountered repeated recoverable errors on patient side manipulator (psm) #2 while installing a drape. The customer attempted to disable psm #2 and attempted to bring in psm #3, but it was unsuccessful. The surgeon elected to convert the procedure from a da vinci-assisted surgery to a laparoscopic surgery prior to calling for technical support. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted multiple error 23017 pointing to axis 4 on psm #2. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the laparoscopic procedure was completed successfully with no injury to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) due to error code 23017. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) also received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the error code 23017 for having occurred in the error logs. However, the errors could not be reproduced during testing. Sine cycle and a test drive were performed without any issues. Tests performed via matlab were also passed. The esii printed circuit assembly (pca) will be replaced as a precaution. The complaint of customer encountered repeated recoverable errors was confirmed based on the error log, which indicated that the device did contribute to the customer reported issue.